Manufacturer narrative:
The customer was provided information for storage, repair, testing and replacement. Users are instructed to check the device before and after each use and not to use the vac pac device if there is known damage or a leak. Users are also instructed to replace units older than two years that are used several times a week.

Event description:
The customer initially contacted natus medical to report that their vac pac patient positioning support device had valve damage. The customer reports that the valve is cracked where it connects to the vac pac. There was no death or serious injury, delay in treatment or environmental/safety concerns reported. The lot number label was reported to be missing from the vac pac. The vac pac was purchased more than two years ago and has since been destroyed at the facility.